Manufacturer narrative:
The unit did not have a button error alarm during testing. However, the unit had an intermittent esc and act button response due to moisture damage on the keypad traces. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.